Event description:
Pt. Underwent laparoscopic cholecystectomy on 1/2000. Pt required return to or on the next day for exploratory laparotomy and ligation of the artery bleeding. Three clips documented to have been placed were not found upon exploration.